Event description:
It was reported that following a stenting treatment procedure, stent thrombosis occurred. The procedure treated the 100% stenosed, 3.0x28mm target lesion located in the proximal left anterior descending (lad) artery. There was no vessel calcification. Treatment consisted of pre-dilation with unspecified 2.5mm & 3.0mm balloons, the placement of a 2.75x28mm veriflex stent and post dilation with a 2.75mm quantum balloon. Post ivus revealed the stent was well deployed and that there was no vessel dissection. In (B)(6) 2012, the patient had a stroke and plavix and aspirin was stopped and the patient was started on coumadin. In (B)(6) 2012, the patient presented emergently with thrombosis which was ballooned with good result. The patient was discharged on plavix, aspirin and coumadin. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).